Event description:
Edwards learned of a bioprosthetic valve that required valve in valve intervention due to severe aortic regurgitation after an implant duration of 13 years. The patient received implant of a transcatheter aortic valve within the failing valve. There were no reported complications.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device, no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.